Manufacturer narrative:
Visual analysis of the photographs identified. Red biological tissue. Encapsulation is observed in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "double shell and a capsular contracture baker grade IV".

Event description:
Physician reported a double shell and a capsular contracture baker grade IV. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, wear abrasion and yellow encapsulation. Cloudy in the gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported a double shell and a capsular contracture baker grade IV. This relates to the right device. Device has been explanted.